Event description:
During pcl procedure, while inserting interference screw into knee, tip of screw driver broke off. Tip was retrieved without injury to pt. This screwdriver was used during a procedure that did not result in any pt harm. The equipment has been taken out of service and rptr has been informed that it was used for many years before this occurrence, without incident.